Event description:
It was reported that during warming therapy, the blanket/pad contact surface temperature is too warm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.